Manufacturer narrative:
B5: the reporter indicated the lens was damaged. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, within the same surgery due to the lens was stuck in cartridge or injection system. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.